Event description:
Customer reported the c-arm is locked and will not move. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the motor pin. System operates as intended. This MDR is related to ge healthcare complaint number.